Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2013 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose readings of 179 mg/dl, 110 mg/dl and 101 mg/dl on the reported meter within 20 minutes. The patient did not experience any symptoms or seek medical attention. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within expiration dating. The patient did not suffer any injury due to the reported meter. There was no patient injury associated with this issue. However, as the test results fell outside expected values for precision testing, this complaint is being reported.